Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer would not power up, it powered up okay and passed vxi final functional testing. (B)(4).

Event description:
It was reported that the programmer would not power up. The programmer was returned for service. No patient complications have been reported as a result of this event.